Event description:
It was reported that ongoing intermittent occlusion alarms occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump. To resolve the issue, the customer will temporarily disconnect from the site when occlusions occur, resumed insulin and let basal run. Eventually, the customer changed the pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.